Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, an alarm log review and service history review were performed. The audible alarm was identified as an f-27 alarm during functional testing and the alarm log review. The cause of the condition was determined to be a damaged safety slide clamp assembly. To correct the condition, the safety slide clamp assembly was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard pump had a constant audible alarm. No additional information is available.